Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the image not being displayed was attributed to a faulty cable. It is likely the cable failed due to fluid ingress through cuts on the cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable that was about to break. Additionally, error code e311 (scope communication) was displayed due to the faulty cable. Additional issues were identified during the device evaluation: air/water leakage and multiple cuts on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during a device maintenance test, the camera head did not display an image. There were no reports of patient harm associated with this event.